Event description:
Resolution thrombectomy device was used on a patient with an upper arm straight graft. The sheath was in a sharp angle (about 90 degrees) because of the location near the armpit, but straightened with the insertion of the guiding catheter. The resolution wire was activated and slowly pulled into the introducer sheath. And an error message was displayed on the resolution generator. Upon visulization of the wire and graft with fluroscopy, it was observed that 2cm of the tip of the wire had broken off. The wire tip was retrieved with a snare and the physician performed an angiographic run to visualize if any thrombus remained in the graft. The procedure was finished with a fogarty balloon and no additional complicatons to the patient were reported.